Manufacturer narrative:
A boston scientific technical services consultant discussed and documented the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the hospital with chronic chest pain and syncopal events. A review of the data from the patient's monitoring system noted some non-sustained ventricular tachycardia (nsvt) events from the day prior. Presenting data showed normal device operation. No adverse patient effects were reported.